Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported past event of insulin flow block alarm. The customer reported no adverse event. The event involved product(s) mmt-1810. Troubleshooting was performed for insulin flow blocked alarm. Customer confirmed insulin did not exit during 5u fill cannula test. Customer reattempted load reservoir/fill tubing process after a complete set change and insulin did not exit. Customer was advised to replace the insulin pump. No harm requiring medical intervention was reported. Mmt-1810 was requested and customer response was the device will be returned.

Manufacturer narrative:
Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to missing/damaged retainer ring. Pump passed self-test. Pump received with missing retainer ring. Unable to perform test p-cap into the reservoir compartment due to missing retainer ring. Unit successfully downloaded to thump. Confirmed pump alarmed insulin flow blocked alarm on (B)(6) 2025 14:33:58.000 bolus in pump downloaded history during bolus. Pump was cut to perform visual inspection and found evidence of [no] physical or moisture damage on pcba 1 and pcba 2. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, missing display window/cover, keypad overlay texture damage, scratched case, cracked case, cracked case (battery tube), battery tube threads - cracked, broken belt clip rails, broken reservoir tube lip, detached retainer and missing o-ring (reservoir tube). Unable to confirm no delivery/occlusion alarm, unexpected insulin flow blocked alarm due to missing/damaged retainer ring. Cosmetic damages were noted during visual inspection. Retainer ring damage confirmed. Reservoir unable to lock into place confirmed due to pump not passing p-cap lock test. Exposed to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.